Event description:
The customer obtained a falsely elevated carbon dioxide concentrated (co2_c) result on one patient sample on an atellica ch 930 analyzer and reported the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer. The customer stated the repeat result was lower and aligned with the expectations. The repeat result was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted that quality control (qc) was within range. Siemens assisted the customer and ran auto checks on the mixers, auto alignments, and autocheck on the atellica ch 930 module. The reagent server 1 failed the transmission check, and the sample probe failed level sense. Additional troubleshooting included running mapping transitions on the reagent server 1 and an autocheck on server 1 and passed. The customer visually inspected the sample arm and noted the probe was not bent. The customer cleaned, reseated, and performed auto alignment on the probe. An autocheck and a full autocheck were performed on the sample arm and passed. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00138 on 19-apr-2023. Additional information (19-apr-2023): siemens evaluated the service performed by the cse (customer service engineer), which included replacing both mixer paddles and the impeller. The cse noted that an auto-alignment was performed on both mixers. The atellica ch 930 analyzer was verified and operational. The customer ran qc (quality controls) and sample testing and noted that the results were acceptable. Siemens reviewed the information provided and identified no reagent or method issue or potential product issue. The cause of the falsely elevated carbon dioxide concentrated (co2_c) result on one patient sample is unknown. The analyzer is operating as specified and no further evaluation was required.